Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. There were bent pins on the belt receptacle. The root cause for the bent pins could not be positively identified. There were no adverse events associated with the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.